Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed mechanical tests. There was an error initializing collimator. Another system checkout was performed, the system performed as intended and hardware parts were replaced. The collimator was replaced, several 2d and 3d scans were taken. Back up was made in the usb and placed inside the mobile view station (mvs). The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging device being used for a cervical spine procedure. The issue occurred preoperatively during the select patient/acquire scans task. It was reported that the system did not work and there was collimator wear and tear. The use of the navigation and imaging device was aborted. The surgery was also aborted. The patient had not been driven into the or at the time of the issue.  The patient was rescheduled for a later date due to the system not working. The system was brought up at a later date and it worked.

Manufacturer narrative:
A hardware analysis of collimator was initiated to determine the probable cause of the issue. Analysis confirmed the reported complaint."system does not work. Collimator error and wear." Collimator was tested. The issue was resolved. If information is provided in the future, a supplemental report will be issued.